Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) the device displayed a "defib fault 78" message. Complainant indicated that the clinician was able to obtain antoher device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the paitent due to reported malfunction.